Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal error occured and system reset is required" message. Complainant indicated that there was no pt involvement in the reported malfunction.